Manufacturer narrative:
Visual examination confirms the inferior tang is broken. The broken piece is missing, and not returned for analysis. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. Microscopic examination of the fracture surface reveals a fairly quasi-brittle fracture, with no indication of fatigue, and river lines which suggest overload. Direction of river lines and plastic deformation suggest possible direction of fracture. The observations are consistent with bend stress overload.

Event description:
It was reported that the surgeon used the inserter to place the peek interbody device. After placement, the surgeon noticed on x-ray the front flange of the inserter had broken off and was in the patient. Upon visual inspection, it was found that the fragment was inside the cage and due to it being solidly fixated there, and the complications involved in extracting the cage, the surgeon opted to leave it in place. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.